Event description:
It was reported that this right atrial (ra) lead was explanted due to lead fracture. This ra lead was replaced with non boston scientific model and was retained by the customer. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that this right atrial (ra) lead was explanted due to lead fracture. This ra lead was replaced with non boston scientific model and was retained by the customer. No additional adverse patient effects were reported.